Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, the device had a poor and incomplete staple line distally. Three rows of nails on the left were formed, while staples in the right part were not formed. The suture was fixed via manual suture. The device replaced with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.